Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and no defects were noted. The actual dialyzer was returned to the manufacturer for evaluation without the prepackaging pouch. The sample was returned with corporate provided adapter caps and blood port caps. The fibers were wet with indication of blood exposure; coagulated blood was noted beneath both screw flanges, no blood was observed within the dialysate compartment. Gross visual examination of the sample did not identify any cracks, damage, or irregularities. The dialyzer was subject to a laboratory bubble point test (internal leak test) where no leaks were observed, possibly due to the coagulated blood beneath the screw flanges. The fiber bundle was removed from the dialyzer housing. Subsequent visual examination did not identify any damage or irregularities. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The leak was visually observed to be an internal leak with blood present in the dialysate side of the dialyzer. The machine did alarm. Test strips were not used to confirm the leak. Estimated blood loss was 200cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with new set-up on the same machine. Samples is available for MFR evaluation and has been requested.